Event description:
The report received from the affiliate indicated that during pta of a lesion in the superficial femoral artery an 8x30mm smart control stent got stuck in an 8x40mm smart control stent implanted previously which moved distally. The 8x30 stent was removed and an 8x80mm was deployed to cover the lesion. Preliminary evaluation of the 8x30 stent showed that the stent was protruding . The lesion had heavy calcification and moderate tortuosity. The rate of stenosis was 100 %. A contralateral approach was made from the right femoral artery. After the lesion was pre-dilated, two smart controls (8/150mm, 8/40mm) were implanted. However, the lesion could not be covered fully with the stents, therefore the 8x30mm smart control stent as delivered to the target lesion to cover entire lesion. However, the stent got stuck with the implanted-stent (8x40mm smart control stent) and the implanted stent was moved distally. Therefore, the 8x30mm smart control stent was removed from the patient and n 8x80mm stent was implanted in order to cover the entire lesion. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The stent was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The length of the lesion is unknown. There is no information on if the vessel was predilated. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds could not pass the lesion and stent deployment was not attempted. The stent was easily removed.

Manufacturer narrative:
While attempting to advance the 8x30mm smart control sds through a previously implanted 8x40mm smart control stent in the superficial femoral artery it became stuck in the previously implanted stent which moved distally. The 8x30 stent was removed and an 8x80mm was deployed to fully cover the lesion. Preliminary evaluation of the 8x30 stent showed that the stent was protruding. The lesion had heavy calcification and moderate tortuousity with a 100% stenosis. A contralateral approach was made from the right femoral artery. After the lesion was pre-dilated, two smart controls (8/150mm, 8/40mm) were implanted. However the lesion was not covered fully with the stents, therefore the 8x30mm smart control stent as delivered to the target lesion in order to cover entire lesion. However the stent got stuck with the 8x40mm smart control stent and the implanted stent was moved distally. Therefore the 8x30mm smart control stent was removed from the patient and an 8x80mm stent was implanted in order to cover the entire lesion. The procedure finished successfully with no reported patient injury. The stent was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The length of the lesion is unknown. There is no information if the vessel was predilated. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds could not past the lesion and stent deployment was not attempted. The stent was easily removed. Stent protrusion of the 8x30 stent was not reported by the customer. However, it was thought that it was highly possible that the stent would be partially deployed in the procedure due to being stuck in the placed stent. One non-sterile smart control, iliac 8x30 was received coiled inside a plastic bag. Unit was partially deployed (1mm). A kink was detected at 5cm from ID band. Locking pin was received loose. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured in different distances and it was found acceptable. The usable length was measured and found within specification. Deployment process test was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition reported could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Procedural factors could be contributed to this condition. The failure "sds - tracking difficulty-through another stent" reported by the customer was not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The failures ¿sds - deployment difficulty-premature deployment ¿reported by the customer was not confirmed; since no anomalies were found during functional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review not the product analysis suggests the reported failure is related to the manufacturing process. Therefore, no actions will be taken. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, or through another device, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available it appears that device interaction may have been responsible for the slight protrusion of the stent from the outer member and was the cause of the device dislocation. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of 2 products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00339 and 9616099-2014-00340.

Manufacturer narrative:
Protrusion of the 8x30 stent was not reported by the customer. However, it was thought that it was highly possible that the stent would be partially deployed in the procedure due to being stuck in the placed stent. Evaluation of the returned stent also showed and the distal tip of the outer sheath was split. There was also a kink at 4.5cm from the strain. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00339 and 9616099-2014-00340.